Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 35 events were originally reported for this failure mode during the reporting quarter. 36 events should have been reported; 1 event was inadvertently excluded. - 36 reported events are included in this follow-up record. Product return status 35 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 27 reported events were confirmed. 8 reported events were not confirmed. Evaluation results 32 devices were found to be affected by a damaged trigger assembly. 2 devices were found to be affected by a corroded trigger assembly. 1 device was found to be affected by non-stryker components and repairs.

Event description:
This report summarizes <noe> 36 </noe> malfunction events in which the device had run-on. 35 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 35 events were reported for this quarter. Product return status: 27 devices were received. 8 device investigation types have not yet been determined. Event confirmation status: 23 reported events were confirmed. 4 reported events were not confirmed. Evaluation results: 26 devices were found to be affected by component assembly damage. 1 device was found to be affected by non-stryker components. Additional information: 35 devices were not labeled for single-use. 35 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 35 </noe> malfunction events in which the device had run-on. 34 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 36 </noe> malfunction events in which the device had run-on. 35 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 36 previously reported events are included in this follow-up record. Product return status 36 devices were received. Event confirmation status 27 reported events were confirmed. 9 reported events were not confirmed. Evaluation results 33 devices were found to be affected by a damaged trigger assembly. 2 devices were found to be affected by a corroded trigger assembly. 1 device was found to be affected by non-stryker components and repairs.